Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was then also noted that the replacement right ventricular (rv) lead exhibited a kink and was unusable and that the patient had experienced stenosis. The original rv lead was capped and replaced and replaced and the replacement rv lead was attempted/not used and replaced. No further patient complications have been reported as a result of this event.